Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the seal on the abs-10011t double syringe was compromised. Prp was to be injected at the end of the operative foot procedure, but the doctor was not interested in waiting for a new blood draw and spin. The rep reported there was blood on the outer tip of the syringe. The rep stated it is hard to tell if the fluid leaked out of the tip, or leaked out of a compromised part of the syringe.